Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump battery was difficult to charge. There was no reported impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.